Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 communication error and black image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the b30 communication error and black image cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.